Manufacturer narrative:
No medwatch form was received.

Event description:
Review of the egms revealed noise on the lead. It was reported that the lead appeared to be bent, approximately 90 degrees when viewed under fluoroscopy. The lead was capped.